Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a faulty buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous k (potassium), cl (chloride) and na (sodium) patient results on their au5800 chemistry analyzer. There was no report of an adverse event in association with this event.